Event description:
Customer reported an incident where the machine took off too much fluid from the pt; and the pt died shortly after coming off the machine. The pt was on the machine for 2 to 3 days. No blood loss reported.